Manufacturer narrative:
No product is being returned to applied medical for evaluation. A follow-up report will be provided upon completion of investigation.

Event description:
Procedure performed: lap excision of endometriosis and salpingectomy event description: lap excision of endometriosis and salpingectomy dr [name] - gynaecologist could not activate the device to seal a vessel during salpingectomy multiple error messages appeared on generator suggesting to "adjust button due to locked position or jam" multiple error messages appeared on generator suggesting to "adjust button due to locked position or jam" pulled a new voyant device and it worked. Pulled a new voyant device and it worked. Additional information received via email from [name] on (B)(6) 2022: dr [name] has confirmed it did not work from the start and she did not even use it in the patient. It did not resolve and hence she pulled a second device. Additional information received via email from [name] on (B)(6) 2022: I wasn¿t present during this case, so, initially, my communication with theatres suggested its use during the procedure. After speaking with dr [name] directly, I can confirm that voyant was not placed into the patient. It was an issue with the handpiece from start to finish ¿ no changes to the problem were noted, and hence a second device was pulled, which resolved the issue. It was identified however, during the procedure. Intervention: pulled a new voyant device and it worked. Patient status: no injury to patient due to issue so ok.

Manufacturer narrative:
The event unit was not returned to applied medical for evaluation. As the event unit was not returned, applied medical is unable to determine if the event unit exhibited any non-conformances that could have contributed to the reported event. In the absence of the event unit, it is difficult to determine if the reported event was caused by a manufacturing non-conformance or circumstantial factors at the time of use. Applied medical has reviewed the details surrounding the event and is unable to determine the exact root cause of the event. Correction: g3 has been updated from september 21, 2022 to the correct alert date of september 7, 2022.

Event description:
Procedure performed: lap excision of endometriosis and salpingectomy. Event description: lap excision of endometriosis and salpingectomy dr [name] - gynaecologist could not activate the device to seal a vessel during salpingectomy multiple error messages appeared on generator suggesting to "adjust button due to locked position or jam." Multiple error messages appeared on generator suggesting to "adjust button due to locked position or jam." Pulled a new voyant device and it worked. Additional information received via email from [name] on 8 september 2022: dr [name] has confirmed it did not work from the start and she did not even use it in the patient. It did not resolve and hence she pulled a second device. Additional information received via email from [name] on 12 september 2022: I wasn¿t present during this case, so, initially, my communication with theatres suggested its use during the procedure. After speaking with dr [name] directly, I can confirm that voyant was not placed into the patient. It was an issue with the handpiece from start to finish ¿ no changes to the problem were noted, and hence a second device was pulled, which resolved the issue. It was identified however, during the procedure. Intervention: pulled a new voyant device and it worked. Patient status: no injury to patient due to issue so ok.